Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure, using an uphold vaginal support system, the mesh leg assembly became stuck in the patient's sacrospinous ligament after it was thrown through the patient's tissue. The physician tried to use force to pull the leg assembly through the ligament, but while doing so, the suture detached from the leg assembly. It is unknown if the suture detached inside or outside the patient and if the suture, with the needle possibly still attached to it, was retrieved or not. The physician then removed the entire uphold mesh from the patient and completed the procedure with another uphold vaginal support system without any further complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.